Event description:
It was reported that the breaker would trip at boot up on the 2600 system. No patient injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed, when additional details become available.